Event description:
During an egd (esophagogastroduodenoscopy) procedure the tip and needle guide tube assembly came out of the catheter when used. The tip with needle guide tube assembly was retrieved by physician.